Manufacturer narrative:
Initial reporter: (B)(6). Due to characterization limit e1 event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed electrical test code #50 during startup, prior to being used. The equipment should be stopped immediately. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6, d8. (Type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code). Corrected field: h3, d9. Full initila rep name: wang gong. A getinge field service engineer (fse) stated that the customer sought third-party assistance. The customer was advised that faulty equipment should not be used clinically. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.